Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was a problem with an endotracheal tube, making it impossible to ventilate the patient. The reason was unknown. There is no more information available regarding this incident."